Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was upside down. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that during the preparation for a hysterectomy, the endoscopic image was upside down. The patient was in anesthesia longer than normal. There was no report of patient injury associated with the event. Omsc could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Based upon the information from the local service department, omsc surmised that the reported phenomenon occurred due to the following cause. - the white mark and the black dot on the rotation ring of the subject device were not aligned, thus image showed upside down.